Event description:
It was reported that during a revision surgery to extend the construct, the tip of a driver broke off and remains in the pt. The surgeon was attempting to unlock the blocker of the polyaxial screw when the tip of the first driver twisted. A second driver was used and the tip of this driver broke off in the blocker. The surgeon was unable to remove the blocker or the tip of the driver. The extension of the construct was not performed on the left side due to this event but was able to be performed on the right side of the construct.

Manufacturer narrative:
Product is expected to be returned but has not yet been received.